Event description:
It was reported from (B)(6) that during an intramedullary nailing surgery, it was observed that the radiolucent drive device stopped functioning suddenly and later continued to perform. As a result, there was a fifteen minute delay to the surgical procedure. It was reported that a spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. It was further reported that the drill attachment was knocked out. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.